Manufacturer narrative:
The customer report of a medication error with levophed was reported by the customer to be due a mistakenly hung bag. The bag of lactated ringers was reported to have never been attached to the patient because the bag of levophed was mistakenly hung instead. Review of the pcu event logs confirmed that on the date of the reported event a primary infusion of the fluid IV - no additives (drug ID=1) was programmed at a rate of 999ml/hr with a vtbi of 450ml. Based on the customer¿s report this infusion was actually infusing levophed. The infusion program infused for approximately 5 minutes and then the pump module was paused and then powered off 3 seconds later. The total volume infused for this infusion program was 80.528ml. No devices were returned for investigation. No errors or malfunctions were recorded in the logs on the day of the reported incident. The cause of the customer report of a medication error with levophed was due to a mistakenly hung bag. No device was returned for investigation. Log review only.

Event description:
It was reported that a medication error occurred with norepinephrine (levophed) 8 mg/250ml in the ICU. There was an order to infuse 500ml bolus of lactated ringers in 30 minutes. The nurse scanned the bag of lactated ringers(lr) at 1131 on (B)(6) 2019. The transport rn noticed that the patient's blood pressure spiked and was having narrow complex ventricular tachycardia (vt). It was discovered that the levophed was infusing at 999 ml/hour. The bag of lactated ringers was never attached to the patient because the bag of levophed was mistakenly hung instead. The levophed was stopped, an intensivist was present in the room and ordered serial EKG's. The patient's troponin level peaked at 15. 36.